Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on unknown date due to diabetes ketoacidosis and high blood glucose level. Customer's blood glucose value was 300 mg/dl. The insulin pump received lost sensor alarm. It was unknown whether auto mode feature was active at time of high blood glucose event or not. The device will not be returned for analysis.